Manufacturer narrative:
Please note that the lot number for the unit was provided, but at this time we are unable to substantiate. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Before use in the patient, the tip of the agility 10 soft guidewire (614179/273690) was deployed during insertion. Additional information indicated that the guidewire fractured, but remained in one piece. It was possible that the y connector was over tightened severing the distal tip. During insertion, the y connector was opened sufficiently to allow the passage of the guidewire/introducer, and the touhy or y connector was closed to secure the guidewire/introducer and prevent movement. The product was stored per labeling instructions, and there were no damages on the inner or outer package. The guidewire was not removed from the package from the proximal end (floppy tip) or distal end. Prior to use, the distal tip of the agility was re-shaped, and the distal tip was reshaped with the shaping mandrel. No damages were noticed after reshaping, and the introducer was not use to insert the guidewire. The introducer was completely seated in the hub. After the event, other than the reported event, no damages were noted on the device. There was no patient injury and the device will be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 273690/325899 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the available information, and without the device, the reported could not be confirmed. However, based on the information, the device was severed during tightening of the y connector. Additionally, review of lot 273690/325899 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Manufacturer narrative:
Before use in the patient, the tip of the agility 10 soft guidewire ((B)(4)) was deployed during insertion. Additional information indicated that the guidewire fractured, but remained in one piece. It was possible that the y connector was over tightened severing the distal tip. During insertion, the y connector was opened sufficiently to allow the passage of the guidewire/introducer, and the touhy or y connector was closed to secure the guidewire/introducer and prevent movement. The product was stored per labeling instructions, and there were no damages on the inner or outer package. The guidewire was not removed from the package from the proximal end (floppy tip) or distal end. Prior to use, the distal tip of the agility was re-shaped, and the distal tip was reshaped with the shaping mandrel. No damages were noticed after reshaping, and the introducer was not use to insert the guidewire. The introducer was completely seated in the hub. After the event, other than the reported event, no damages were noted on the device. There was no patient injury and the device will be returned for analysis. Additional information will be submitted within 3 days of receipt.

Event description:
Before use in the patient, the tip of the agility 10 soft guidewire (614179/(B)(4)) was deployed during insertion. There was no patient injury and the device will be returned for analysis.